Event description:
Additional manufacturer follow-up with the treating surgeon revealed the patient does have true left vocal cord paresis, not paralysis. The right vocal cord does help compensate for the left vocal cord. The paresis is felt to be likely related to the vns implant surgery. No interventions are planned. Attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated a vns patient had permanent vocal cord paralysis. The patient did have recent neck surgery unrelated to the vns, and the treating surgeon did document voice hoarseness during vns stimulation prior to the surgery, but not vocal cord paralysis. Attempts to the patient's treating vns neurologist for further information are in progress.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect patient age. Date of event, corrected data: the initial report inadvertently reported the incorrect event date.